Manufacturer narrative:
An arjo representative inspected the device and performed multiple functional tests to replicate the reported issue. The electrical system and wiring were thoroughly tested, and no faults were found. Based on the information received, it was not possible to recreate the reported issue. The device inspection revealed no malfunction. During an interview at the facility, the nurse indicated that the patient involved in the event was considered a difficult patient. In summary, the cause of the event could not be determined. The citadel bed was found to be within the manufacturer¿s specifications. No malfunction was identified. The patient was lying on the bed at the time the event. The complaint was assessed as reportable due to the allegation that the patient experienced an electric shock.

Event description:
A patient reported feeling uncomfortable while lying on the citadel bed and experienced a sensation similar to an electric shock. The nurse requested a maintenance check of the bed or a replacement. The patient's shock sensation does not meet the definition of a serious injury.